Event description:
Boston scientific received information that the clinician reported the patient experienced a syncopal episode approximately one month after implant. No further information was available and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.